Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen stayed dark and would not turn on, which led to customer blood glucose rising to 522 mg/dl. Which required correction for high blood glucose. Customer gave correction insulin by injection and used multiple daily injections as backup therapy, did not need help from emergency services or other third parties, and followed technical support instructions to try multiple restart and charging steps that did not restore pump function. Technical support arranged replacement pump under warranty, confirmed shipping details and return instructions. Customer reverted to an alternative method of insulin therapy.